Event description:
It was reported that the patient presented to the operating room after the right atrial lead dislodged and exhibited loss of capture and loss of sensing. The lead was explanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.